Event description:
Reporter indicated that during generator replacement surgery for end of service, lead test with the new generator and the original lead resulted in fault fault messages when the generator was placed in the pocket. No pre-implant test was run. The lead was also replaced. The battery in the wand was okay. The laptop was turned off and then unplugged from the wall and lead tests were successful with a dc-dc code 1 outside and inside the pocket. Analysis of returned lead identified a break in the original lead coil. Further info revealed that the physician ran a lead test in 2002 that resulted in a dc-dc code of 7 and limit. It was also documented that the pt was experiencing an increase in seizure activity during 2001 and pt's voice was not changing with stimulation as usual. Lead malfunction prior to replacement surgery is suspected.